Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system outer shaft was kinked/buckled. The a rticulation of the delivery system was out of plane. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The delivery system tether was broken/cut/pulled apart. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The tether was cu t. The outer shaft was kink/buckled at 11.5 cm and 15.8 cm from the distal end of the delivery system. The outer shaft was bent at 5 cm from the distal end of the delivery system. The inner shaft was kinked at 1.5 cm and 2 cm from the distal end of the recapture cone. There was no click heard during deflection of the delivery system. There were no anomalies found with the deflection button or the operation of the d eflection button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), the device was deployed and recaptured. Subsequently, a click sound was heard while operating the deflection button in the right ventricle, and the deflection button became inoperable. When the delivery system was removed from the body and checked, it was discovered that the deflection button had become loose and the wire was ruptured. The leadless ipg delivery system was attempted/not used and replaced. The delivery system was returned to the manufacturer, analysed, and tested out of specifiation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.